Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted. One day later, the patient had a bilateral stroke.